Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had partial display. Customer's blood glucose at time of incident was unknown. Customer stated that parts of the screen do not function and parts of the screen are blacked out. The customer was advised the device would be replaced. Customer was advised to revert to a backup plan.

Manufacturer narrative:
The insulin pump was received with cracked bleeding lcd, cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.